Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No release records were reviewed, as the product lot number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient reported having pain and noticed pus at the pod site. She went to urgent care and was diagnosed with a staph infection. Doctor prescribed two antibiotics: cephalexin 500 mg & bactrim ds 800-160. Pod was worn for over 48 hours and was discarded.